Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection of this lead revealed that the distal conductor was distorted and there was deformation/fracture of the proximal section of the inner coil.

Event description:
It was reported that during implant attempt, that there was fixation difficulty and a helix malfunction. The helix would not deploy on the (B) (4) lead. The lead was not implanted. No patient complications have been reported as a result of this event.